Event description:
Rumi ii handle by cooper surgical numbered umh650, 32032218 cable broke from handle attachment during case. Device was removed from patient's vagina intact blue rumi attachment was also intact. This incident was witnessed by scrub tech and doctor. I attached a broken label to it.